Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation hp got extremely hot due to bur bearing damaged and bearing debris build up in head. The device was not properly maintained by the customer.

Event description:
It was reported that a midwest e 1:5 ca attachment overheated; no injury resulted.